Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker longevity dropped for three years in a span of three months, from eight to five years. Boston scientific technical services (ts) reviewed and noted high power consumption with this device. Also, patient went to atrial fibrillation (af) a few months ago. Moreover, an engineering analysis was performed in which it was noted that the device had high rate atrial sensing that could cause the increase in power consumption. It was also noted that the device minute ventilation was turned on. The clinic will continue to monitor patient's af as programming changes were made. To date, the device remains in service. No adverse patient effects were reported.